Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the pump was attached to the apical cuff, it was able to be rotated when the surgeon applied a small amount of force. The backup pump was used.

Event description:
There were no difficulties when engaging the pump with the apical cuff. The pump was engaged three times and the issue did not resolve. The pump was exchanged, and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were observed during the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The reported event of the pump rotating easier than normal after connection with apical cuff could not be confirmed. A specific cause for the reported event could not be conclusively determined through this evaluation. (B)(6) was returned with the pump cable intact. The tunneling adapter was connected to the inline connector. The modular cable, sealed outflow graft, outflow graft bend relief, and apical cuff were not returned with the device. The cuff lock was returned in an unlocked position. The textured surface of the inflow extension lumen appeared unremarkable. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Dimensional analysis of the cuff lock, sealing ring, and motor cap found the components to be within manufacturing specification. The apical cuff lock was reassembled on the pump and was able to slide from the lock-out to fully open position without issue. A test apical cuff was secured into place using the cuff lock without issue. The cuff lock engaged and disengaged with the test apical cuff without issue. The pump was able to rotate with expected tactile feedback and ratcheting/clicking when the test apical cuff was secured with the cuff lock. Lubricating the connection with saline and re-engaging the lock with the apical cuff found that rotating the pump became slightly easier than when the components were dry, as anticipated, but the connection did not feel loose. Log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly (production order (B)(4). The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU provides instructions on proper engagement and locking of the apical cuff using the slide lock mechanism. Additionally, the IFU provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. Furthermore, the IFU states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.